Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v926904, implanted: (B)(6) 2012. Product type: lead. (B)(4).

Event description:
It was reported that the patient fell and broke her femur. The patient reportedly had four accidents since (B)(6) 2012. In (B)(6) 2012, it was stated the patient's husband "hit her in device when she was in bed." Additional information was requested and if received, a supplemental report will be sent.